Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed during the manual prime. Blood glucose level was 232 mg/dl. Troubleshooting was performed. Customer was advised to disconnect from the insulin pump. The device was not dropped or bumped prior to alarm. The drive support cap was sticking out and was not pressed in by customer. Customer was advised to discontinue the use of the insulin pump and revert to back plan. No further information to report.